Event description:
It was reported that the patient underwent a procedure a plif at l3-l5 with peek interbody device. After insertion of the second cage between l4-5, the surgeon confirmed that the second cage was pushing the first cage anterior by lateral images. The first cage was stuck between l4 and l5, and the surgeon was not able to retrieve the cage. No patient complications were reported. The surgeon commented that I should confirm the location of cage with the image during the operation.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.